Event description:
It was reported that the doctor closed the patient. The patient started bucking. The doctor then reopened the patient and the permacol was ripped close to the suture line.

Manufacturer narrative:
Further information on the event has been requested from the physician. If new information becomes available, a follow-up report will be filed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented system to help safeguard and assure product quality. Following a review of the device history record for all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. No evidence to suggest any reason for potential product absorption, sterility or tensile concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory.